Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was jammed and unable to deliver insulin causing hyperglycemia. This was discovered during use. The following information was provided by the initial reporter: material no: 320881 batch no: 8289056 it was reported that the pen needles were jammed and consumer missed dose as a result and sugar count rose to 250 on occasion. Event description per medwatch report states: several defective jammed pen needles where insulin pens not injecting. Pt diet the same and sugars went sometimes up to 250 because insulin not administering. Pt now always has to check airshot for safety. Has noticed more of a quality issue with current batch of pen needles compared to the past.

Manufacturer narrative:
The following fields have been updated with corrections: date received by manufacturer: 2020-09-10.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was jammed and unable to deliver insulin causing hyperglycemia. This was discovered during use. The following information was provided by the initial reporter: material no: 320881 batch no: 8289056 it was reported that the pen needles were jammed and consumer missed dose as a result and sugar count rose to 250 on occasion. Event description per medwatch report states: several defective jammed pen needles where insulin pens not injecting. Pt diet the same and sugars went sometimes up to 250 because insulin not administering. Pt now always has to check airshot for safety. Has noticed more of a quality issue with current batch of pen needles compared to the past.

Manufacturer narrative:
The initial reporter also notified the FDA on 18 march, 2020. Medwatch report # mw5093580. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was jammed and unable to deliver insulin causing hyperglycemia. This was discovered during use. The following information was provided by the initial reporter: material no: 320881 batch no: 8289056. It was reported that the pen needles were jammed and consumer missed dose as a result and sugar count rose to 250 on occasion. Event description per medwatch report states: several defective jammed pen needles where insulin pens not injecting. Pt diet the same and sugars went sometimes up to 250 because insulin not administering. Pt now always has to check airshot for safety. Has noticed more of a quality issue with current batch of pen needles compared to the past.